Event description:
From staff: during an egd [esophagogastroduodenoscopy] needed to use purastat to stop bleeding and the spray catheter would not push the medication through. Spray catheter ref# wp-18/2200.